Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 21mm watchman laa closure device and delivery system were used. The closure device was deployed, but was fully recaptured because the device had subselected the anterior lobe and was not proximal enough to cover the posterior lobe. After the full recapture, it was noticed on transesophageal echocardiogram (tee) that there was a small pericardial effusion. They waited an hour to observe the patient. The effusion did not grow and the patient never became asymptomatic, therefore no intervention was performed. The procedure continued and they successfully implanted a 24mm closure device. The patient was stable at the end of the procedure with no further complications and protamine was administered.